Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) exhibited high capture thresholds, poor p-wave amplitude sensing, and unacceptable implant to implant (i2i) communication. The placement was aborted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of communication problem, capturing problem, and device sensing problem were not confirmed. Visual inspection noted no anomaly on the helix. Analysis performed, including output verification and sensitivity test found no anomaly contributing to reported event of capture or sensing problem. Further analysis performed indicated device was able to be paired and communicate with merlin programmer with good i2i throughput. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of communication problem, capturing problem, and device sensing problem were confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted no anomaly on the outer helix and the inner helix was compressed out of specification. The compressed inner helix may have contributed to the reported communication, capture, and sensing anomaly noted in the field. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.